Event description:
The customer reported, that a patient previously typed as weak d positive was typed as d negative using mts a/b/d monoclonal and reverse grouping card lot# 053107037-31. The customer repeated testing 3x with the sample using the same lot of gel cards and obtained negative reactivity in the anti-d microtube. A positive reaction with anti-d antisera was obtained by repeating test using alternate tube test method. Death or serious injury to the patient was not reported.

Manufacturer narrative:
Samples were returned for additional investigation. However, testing was still pending at the time of the assessment. Based on the available information and the results of the investigation, sample is most likely d positive reacting negatively with anti-d gel and positively in tube. Differences observed between test methods are not unexpected, since these test methods may exhibit different patterns of reactivity and sensitivity depending on the specific antibody. Incident is most likely sample related. A complaint review indicates no other similar complaints have been logged against this lot.